Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery, a17 or a21 alarm noted during our testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received unexpected restart alarm. The customer's blood glucose level at the time of incident was 201mg/dl. The customer received external ram crc error alarms. Troubleshoot was conducted and the device continued to alarm. The customer was advised the pump would be replaced and returned for analysis.